Event description:
It was reported that the patient experienced patient complications and the procedure was aborted. A v-18 control wire was selected for use in a cardiomems implant procedure. While attempting to advance the (B)(6) guidewire, the wire became entangled and stuck to the cardiomems sensor delivery system. The guidewire and the cardiomems sensor delivery system were removed, and the physician elected to attempt implanting another sensor using a v18 guidewire. During wire placement, the physician perforated the pulmonary artery and the patient had hemoptysis. The implant was aborted, and the patient was moved to the intensive care unit (ICU) for treatment. The patient was diagnosed with a pulmonary embolism the next day. It is unknown what caused the pulmonary embolism. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).